Manufacturer narrative:
Device is a combination product. A promus element plus, mr, ous 2.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage along the mid-section and proximal end. The undamaged crimped stent outer diameter was measured within specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-feb-2020. It was reported that crossing difficulties were encountered. The 80-90% stenosed target lesion was located in the mildly calcified left circumflex artery. A 2.50x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient's status was stable. However, returned device analysis revealed stent damage.